Event description:
Per the audiologist, the patient was explanted in 2007 due to a recurrent swelling and skin flap infection. No information on reimplantation surgery was provided.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.